Manufacturer narrative:
(B)(4).

Event description:
Alaris smartsite low sorbing set was infusing on an infant for minimum of 24 hours with cracked filter (see photo). Leak was not immediately observable as the leak was touching cloth diaper pal transducer support which absorbed the leaking fluid. At time of discovery the diaper was significantly saturated. IV rate of 1 ml per hour. A large number of medications had been given through the line. Infant tolerated leaking tubing without incident and the tubing was change out with new tubing and continued with current practice. No harm was caused to the patient and infant responded quickly.